Manufacturer narrative:
H3: product analysis: evaluation could not confirm the reported malfunction of overheating. The likely cause was identified as tool won't enter tube. It was also noted that bearing misaligned. This regulatory report is being submitted due to retrospective review through CAPA 672570. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was found to be overheating during preventive maintenance. It was reported that there was no patient impact reported.